Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia which did not require treatment. Troubleshooting was performed. The event involved product(s) mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. It was expected that the customer would discontinue the use of pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h1 (changed from malfunction to serious injury) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for alleged exposure to moisture (smell of insulin) and cosmetic damage located at the side found on 05-oct-2024. On (B)(4), svn#: (B)(4) - customer returned pump for alleged exposure to moisture (smell of insulin), high bgs/low bgs and cosmetic damage located at the case found on 03-oct-2024. The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the (primary) event date of 05-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 05-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/05/2024 00:00:00.000, dailytotalofallinsulindelivered: 642750 (64.275 u), dailytotalofbasalinsulindelivered: 223750 (22.375 u), dailytotalofbolusinsulindelivered: 419000 (41.9 u). In further full review of the pump history/traces on the event date of 03-oct-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 03-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/03/2024 00:00:00.000, dailytotalofallinsulindelivered: 592750 (59.275 u), dailytotalofbasalinsulindelivered: 185750 (18.575 u), dailytotalofbolusinsulindelivered: 407000 (40.7 u). No delivery alarm/insulin flow blocked alarm was found on: 10/01/2024 22:47:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/01/2024 22:49:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/01/2024 23:47:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/01/2024 23:49:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/02/2024 13:37:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/02/2024 13:39:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/02/2024 19:43:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 13:10:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 13:12:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 13:15:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 13:18:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 16:27:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 16:29:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/03/2024 16:30:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the (primary) event date 05-oct-2024 and event date of 03-oct-2024 in the formatted history file.  Low battery alert was found on: 10/01/2024 22:18:00.000. Insert battery alarm was found on: 10/01/2024 22:44:56.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 08-oct-2024 at 6:31:57 am. There was no power data available for the date of 01-oct-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Sensorexpiredalert (794) was found on: 10/03/2024 17:07:49.000. Lostsensor1alert (780) was found on: 09/28/2024 23:48:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.35 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Cosmetic damage was confirmed at the side & case of the pump during analysis. During visual inspection, corrosion was found on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.